Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with loss of left ventricular capture. A lead revision was performed. The lead was unable to be repositioned due to a blood clot on the tip, so it was deactivated instead. The patient was stable.